Manufacturer narrative:
Doi, j., et al. (2026, march 20 to 22) risk of low voltage area formation in left atrial appendage after pulsed field ablation [conference presentation]. 90th annual scientific meeting of the japanese circulation society, fukuoka, japan. B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported via literature, proceedings from conference abstract, that tissue damage occurred. A study was conducted to evaluate the effects of pulse field ablation (pfa) pulmonary vein isolation for atrial fibrillation extending to the left atrial appendage (laa). Forty six (46) patients were enrolled in the study and underwent pfa via a farawave catheter or a non boston scientific pfa catheter. Voltage mapping of the laa was performed prior to and after pulmonary vein isolation. Low voltage areas of the laa were observed post procedurally in ten (10) patients that received ablation using the farawave catheter. No further information on the status of the patients was reported.

Manufacturer narrative:
Doi, j., et al. (2026, march 20 to 22) risk of low voltage area formation in left atrial appendage after pulsed field ablation [conference presentation]. 90th annual scientific meeting of the japanese circulation society, fukuoka, japan. B3 date of event: article publish date used as no event date was provided d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation with all the available information, boston scientific (bsc) concludes: device history record review the upn and lot number of the farawave catheter were not provided. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications, and there is no evidence that this product did not meet specification prior to distribution. Device technical analysis the farawave catheter was not returned, therefore returned device analysis could not be performed. Labeling review review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. The farawave catheter IFU lists tissue damage as a known potential adverse event associated with the use of the device. Risk review a review of the farawave catheter hazard analysis and risk thresholds was completed and confirmed that the event of tissue damage was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion bsc has assigned an investigation conclusion code of known inherent risk of device. It was reported via literature that in a cohort of patients that underwent a pulse field ablation procedure using a farawave catheter, ten (10) experienced low voltage areas of the left atrial appendage. The observed low voltage areas represent expected tissue modification following pulsed field ablation. Tissue damage is a known potential adverse event associated with the use of the farawave catheter

Event description:
It was reported via literature, proceedings from conference abstract, that tissue damage occurred. A study was conducted to evaluate the effects of pulse field ablation (pfa) pulmonary vein isolation for atrial fibrillation extending to the left atrial appendage (laa). Forty six (46) patients were enrolled in the study and underwent pfa via a farawave catheter or a non boston scientific pfa catheter. Voltage mapping of the laa was performed prior to and after pulmonary vein isolation. Low voltage areas of the laa were observed post procedurally in ten (10) patients that received ablation using the farawave catheter. No further information on the status of the patients was reported.